Event description:
It was reported the sheath's ceramic tip was broken. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed based on the results of the investigation, olympus confirmed the ceramic tip was broken. The most probable cause of the complaint , based on the damage pattern, it is assumed that the damage is thermally and mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation (cds) of the instrument or during the last procedure. Wrong handling and wear and tear. Olympus will continue to monitor field performance for this device.